Manufacturer narrative:
The nc solarice device is considered to be the same as nc euphora with the exception of a different brand name and minor differences in the labeling . If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a nc sprinter rx ptca balloon catheter to post dilate a 3.0x30mm endeavor resolute stent previously implanted in a 100% chronic total occlusion located in the distal right coronary artery (rca). Prior to stenting thrombus was aspirated at the lesion. There was no damage noted to the packaging and no issues noted when removing the device from the hoop. The device was not inspected. Negative prep was performed without issue. The lesion was not pre-dilated. Resistance was not encountered when advancing the device and excessive force was not used during delivery. It was reported that while attempting to post-dilate the 3.0x30mm endeavor resolute stent at 10-14atms that the nc sprinter balloon became trapped in the stent and could not be deflated. An intra-aortic balloon pump (iabp) was inserted for full hemodynamic support. The patient was referred for coronary artery bypass graft (CABG) for nc balloon and guidewire removal. The patient was immediately transferred to the operating room in a stable condition.

Manufacturer narrative:
CABG was performed. The nc sprinter balloon and the 3.0x30mm endeavor resolute were removed from the patient during the CABG procedure, due to the deflation issue of the nc sprinter. The endeavour resolute stent was not damaged. Post procedure, the patient was reported to be fine. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.